Manufacturer narrative:
At this time, the product remains in-service. If additional information is received, this report will be updated.

Event description:
Boston scientific received information that this patient with cardiac resynchronization therapy defibrillator (crt-d) went into cardiac arrest, and was currently on a ventilator. When the device was checked it was observed that the crt-d had reached battery capacity depleted a year ago (implanted for 9 years), and the patient had not been checked in the office for two years. The device had also recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity six months ago, and most recently had exhibited an alert indicative of the capacitor charge time exceeding the limit. Additional information was requested, however at this time it appears that the device remains in-service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating the patient expired. It was reported the patient had been lost to follow-up for years and was living in a nursing home at the time of the event. The physician had no allegations against device functionality.